Event description:
Vitreous hemorrhage, elevated blood glucose levels. A patient who was introduced to novolog penfill insulin and an innovo insulin doser in 2002 for type I diabetes, experienced a vitreous hemorrhage and elevated blood glucose levels while using the products in question. The patient in 2003 was released from the hospital after having rotator cuff surgery. Patient stated that at this time the innovo insulin doser stopped dispensing insulin, and the blood glucose levels increased to 250-600 mg/dl. The patient changed the needle and the insulin cartridge that was used but the doser still did not dispense any insulin. Two days later patient started administering the insulin from the cartidges in question using a conventional syringe, and the blood glucose level normalized. The novolog penfill insulin cartridges, that patient was using during the event, were expired. The patient also experienced a vitreous hemorrhage starting in 2003. The patient was unable to see out of the eye in which patient experienced the vitreous hemorrhage. Patient stated that the vitreous hemorrhage was caused by the elevated blood glucose levels. The patient has not received any treatment from the physician for the event, which is ongoing. The patient was taking unspecified antibiotics and pain medications during the event. Patient has a history of retinopathy in both of the eyes. The patient does not perform an air shot or remove the disposable needle before each injection, and patient uses each needle three to four times. The patient has not recovered from the adverse event.